Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (2250 mcg/ml at 150 mcg/day) via an implanted pump. The patient¿s concomitant medications were baclofen 10 mg and tizanidine. The patient¿s medical history was intractable spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had increased spasticity in (B)(6) 2024. The managing doctor gave the patient 10 mg baclofen pills to take to see if that would help in addition to their pump infusion, and it seemed to help according to the patient. They attempted a dye study in (B)(6) 2024, and it was unsuccessful. The radiologist was unable to aspirate the catheter from the cap (catheter access port). The catheter was replaced with a newer model catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot/ serial# (B)(6), implanted: (B)(6) 2018, product type: catheter; product ID: 8709sc, lot/serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 24-apr-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #:(B)(6), ubd: 03-feb-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.